Event description:
A peritoneal dialysis (pd) patient reported being in the hospital. The patient stated it was not related to the cycler or dialysis treatment. Follow-up with the clinic manager documented the patient was hospitalized for peritonitis not related to dialysis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with unknown signs and symptoms. The patient was admitted to the hospital and diagnosed with peritonitis. The pd culture was obtained after empiric antibiotic therapy was initiated (drug, dose, frequency, and duration unknown). The culture resulted negative for growth. Information pertaining to the patient¿s antibiotic regimen was not provided. The patient was discharged on (B)(6) 2023. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was not determined due to no growth result from the culture. The patient did not report any breach in aseptic technique nor any cassette leak or other issue with any fresenius product(s).

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint record to show a causal relationship between the use of the liberty select cycler and cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. The culture resulted in negative growth, which sometimes occurs in patients with clinical findings of peritonitis. It was reported that the patient was administered antibiotics prior to the effluent sample collection for the culture. As a result, the source of the infection could not be identified. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained. Although the cause of the peritonitis was not identified, most cases of pd peritonitis result from touch contamination of the catheter or the connections. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being in the hospital. The patient stated it was not related to the cycler or dialysis treatment. Follow-up with the clinic manager documented the patient was hospitalized for peritonitis not related to dialysis. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2023 with unknown signs and symptoms. The patient was admitted to the hospital and diagnosed with peritonitis. The pd culture was obtained after empiric antibiotic therapy was initiated (drug, dose, frequency, and duration unknown). The culture resulted negative for growth. Information pertaining to the patient¿s antibiotic regimen was not provided. The patient was discharged on (B)(6) 2023. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery. The cause of the peritonitis was not determined due to no growth result from the culture. The patient did not report any breach in aseptic technique nor any cassette leak or other issue with any fresenius product(s).